Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was confirmed that ra lead dislodged after 3 days of lead implantation. Re-operation for re-positioning was done but the lead had to be changed because tissue entangled with screw and screw didnt retract.